Event description:
European manufacturer representative reported loss of stimulation in a dystonia patient, with a severe return of symptoms. The device parameters reset to factory settings. Device interrogation showed battery capacity was 45-90 percent used. Impedances were good. The hcp reported the patient felt a severe return of dystonic symptoms. The patient's programmer showed the battery was good and the stimulator was on. The patient could not change the amplitude and called the physician. The physician asked the patient to come to the clinic as soon as possible. The patient visited the out-patient service office that same evening. After re-activation of the stimulator, the patient was scheduled for replacement surgery. The device parameters reset to factory settings again the next day with subsequent return of symptoms. Severe problems with swallowing made parenteral administration of water and sugar necessary. After exchange of the device, the therapy effect returned. The device was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.

Manufacturer narrative:
H6: preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.